Event description:
It was reported that during a shoulder cuff repair surgery, after drilling the hole using the appropriate tools and inserting the q-fix anchor, it was not successfully deployed. This happened with two q-fix. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in an additional bone hole. There was a void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned together and without any original packaging. For both devices the anchor is still in the insertion tube, bio debris is inside the tube and on the anchor and the sutures still run through the cannula to the cleat. For device one the cleat is fully extended and locked, and for device two the cleat is still in the non-deployed position. A functional evaluation was performed on the returned devices and found device one's driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. Device two's ratchet will extend the cleat but does not move the anchor. The ratchet does not lock and can move the cleat up and down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states photos of the devices were provided for review; however, they do not indicate the root cause for the reported event. Based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include incorrect bone hole preparation, improper depth insertion, or bone hole not clear of material. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.